Event description:
A malfunction alarm with code malf 16 was reported, and there were no notable events preceding the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections as a backup therapy. The customer was instructed to put the pump into storage mode and return it using a provided pre-paid label within ten days, which the customer understood and acknowledged.